Event description:
During removal of screw, the screwdriver would not disengage from the screw even with mallet blows. The surgery was extended approximately 15-20 minutes.

Manufacturer narrative:
Functional mating of the submitted screw and screwdriver found the screwdriver hex tip to insert into the screw hex; but with some resistance. The resistance is attributed to the burrs and deformation of the screw hex feature. The investigation could not draw any conclusions about the root cause of the reported screw damage. Based on the investigation findings, the need for corrective action is not indicated. In addition, product code 290370000 is a discontinued item. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.